Event description:
An international customer ((B)(6)) reported that a patient returned two months post-op complaining of pain after falling down. X-rays taken at the time discovered a broken polyaxial screw located in the patients l5 vertebrae. The supplied images indicate the screw fractured approximately mid-way of the threaded shaft. Revision surgery was performed on (B)(6) 2013 in which the proximal section of the screw was removed without issue. The threaded distal portion remains anchored within the patients (l5) vertebral body. The zodiac degenerative spinal fixation system was originally implanted on (B)(6) 2013.

Manufacturer narrative:
The returned polyaxial screw is currently being evaluated. A follow-up report with results of the investigation will be submitted upon completion. The zodiac spinal fixation system facilitates the surgical correction of spinal deformities by providing temporary internal fixation and stabilization during bone graft healing and/or fusion mass development. The implants are manufactured from surgical grade titanium alloy (ti-6al-4v eli or ti-6al-4v) or stainless steel (ss 316l). Implant rods are also available in commercially pure titanium (ti grade 4), titanium alloy (ti 6al 4v eli), stainless steel and cobalt chrome (co-28cr-6mo). All hooks are made from stainless steel (ss 316l) and titanium alloy (ti 6al 4v eli). The zodiac system is intended for fixation/attachment to the posterior thoracic and lumbar spine only. It is intended that the implants be removed after successful fusion. The zodiac system may be used in connection with alphatec spine's solanas posterior system, which in turn connects with avalon occipital plate system creating additional levels of fixation.

Manufacturer narrative:
An evaluation conducted by an outside institution found that the screw fractured as a result of bending fatigue. Ratchet and bench marks which are indicative of fatigue were observed on the screw fracture surface. Two fatigue origin areas were present approximately 180° opposite each other. Scanning electron microscopy (sem) and energy dispersive x-ray spectroscopy (eds) examination did not reveal any impurities or mechanical defects that would account for the fatigue crack initiation. Details attached in evaluation summary.